Event description:
Caller reported a tandem mobi cartridge alarm occurring during the loading process. There was no reported impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer was educated by cts to wait for prompts in the tandem mobi mobile app before interacting with the pump, acknowledged this, and was provided instructions for placing the pump in storage mode. Cts confirmed consecutive cartridge alarms, sent a replacement pump, and instructed the customer to use mdi as backup therapy while the affected pump, still under warranty, is being returned via ups using a pre-paid label within 10 days.